Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height cubie lid was not stayed closed and the whole drawer cannot be accessed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main legacy half height (hh) drawer 2-1 pocket e2 lid was broken. A field service engineer (fse) checked the connections and retractor bands, then removed the pockets and cleaned mother of all boards (moab) and removed the bad pocket, after that all tested good. The system functioned as intended after the field service engineer repaired the device.